Manufacturer narrative:
The reported event of unable to remove the rv-lead from the connector except by burning a hole in the header was not confirmed. Analysis found no blood or foreign material in the connector port that would prevent lead removal. All port dimensions were in specifications. The setscrew had been removed. No anomalies were found that would prevent normal lead removal from the pacer connector.

Event description:
It was reported that a patient presented to clinic for routine generator change. During the procedure, the physician was unable to remove the lead from the header of the pacemaker (pm). The header was destroyed in order to remove the lead. The physician explanted and replaced the pm. The patient was stable throughout.